Event description:
Vo [vascular occlusion]. Rha4 in chin [off label use]. Case narrative: united states report received from a health care professional via company representative on (B)(6) 2025 and refers to a female patient of unknown age who had received rha 4 on (B)(6)2025 for an unknown indication. The patient's medical history was not provided. The patient's concomitant medications included an unknown volume of rha 2 and rha 3 applied at chin via needle technique on (B)(6) 2025. It was not reported if cannula was used for the administration. Unknown volume of rha 4 was applied at chin via needle technique. It was not reported if cannula was used for the administration. On (B)(6) 2025, the patient experienced vo (vascular occlusion) in the chin area. Treatment for the event included hylenex (hyaluronidase). On (B)(6) 2024, the patient went to hospital and underwent an x-ray diagnostic test, but the results were not available at the time of this report. At the time of report, outcome of the event vascular occlusion was resolving. The intensity of the event vascular occlusion was not reported. Causality assessment between event vascular occlusion and rha 4 was not provided. It was unknown if the rha 4 product was available for return. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: device code: a2304, off label use. This case is linked with mcn# (B)(4) (same patient). No additional information was available at the time of this report. Company comment: a female patient of an unknown age presented with vascular occlusion following rha 4 administration earlier that day. The company assessment was that the causal relationship between vascular occlusion and rha 4 cannot be excluded with confidence based on the temporal relationship, limited information provided, and concomitant medications of rha 3 and rha 2 administered on the same day. The company will continue monitoring the benefit-risk profile for the product